Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available.

Event description:
It was reported that the display suspected to be defective and arctic sun device was not cooling. Per follow up information received via email on 26sep2024, device would be repaired in the hospital by crs. No patient involvement.

Event description:
It was reported that the display suspected to be defective and arctic sun device was not cooling. Per follow up information received via email on 26sep2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Cooling was okay, within the parameters. Device without error, quick check performed. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Correction: b, d, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.